Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6) 2016 and suture was used. The suture broke during use. Possible breakage location at the tab or the middle. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
The actual sample was returned for evaluation. The suture was visually inspected and it was noted that the suture barbs had some damage and body fluids were along the suture. The suture was cut and the other piece was not returned for evaluation to determine the assignable cause. The sample was functionally examined for tensile strength and the sample met the requirements.